Event description:
It was reported that the svc lead impedance suddenly jumped. The pacing portion of the lead had previously been capped for oversensing and low impedance. The lead exhibited an obvious fracture at the 1st rib/clavicle. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the capped right ventricular (rv) lead has now been extracted. No patient complications have been reported as a result of this event.